Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient saw too many halos and decided to have the lens explanted. The lens was exchanged approximately 6 weeks after initial implantation for a different model of lens. Additional information was requested.